Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 401 mg/dl. The customer stated that they felt symptoms of nausea, frequent urination, dizziness, thirst, and just not feeling well. The customer treated their blood glucose levels with manual injections. The customer was assisted with reprograming their insulin pump and was advised to call back if the issue persisted. The customer did not return the product back for analysis.